Manufacturer narrative:
Initial 1 of 5. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced high blood glucose and treated with correction injection via multiple daily injection (mdi) due to bent cannula on (B)(6) 2026.